Manufacturer narrative:
Investigation conclusion :tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
False positive rate for flu b of 95%, 40 patients tested. No confirmatory testing completed.